Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2017 with the following findings: during investigation, the pump powered on and the display functioned properly. The display was found to be clear and legible. The pump was opened and no damage was observed to the display screen. The complaint of a dim, fading display was not duplicated during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.